Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 95% stenosed, lesion in the left anterior descending coronary artery. An unspecified stent was implanted and the 3.5x15mm nc trek balloon dilatation catheter (bdc) was advanced in the patient anatomy; however the balloon ruptured at 14 atmospheres. A same size nc trek bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspections as well as scanning electron microscopy were performed on the returned device. The balloon rupture was unable to be confirmed; however, there was a shaft rupture which was likely what was perceived by the account as a balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.